Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2013 the patient underwent spine fusion surgery on the lumbar region at levels l4- l5. The patient was implanted with select parts of rhbmp-2/acs (i.e. The rhbmp-2 and collagen sponge)which was applied from a posterior approach. The rhbmp-2 collagen sponge was placed outside a cage (i.e. In the disc space). Post-op, the patient complained of increasingly severe pain in her lower back with radiculopathy into her lower extremities. Patient continues to experience chronic low back pain that radiates to her hips and legs,with associated radiculopathy into her lower extremities. Patient experiences difficulty standing and walking. These serious injuries prevent patient from practicing activities of daily life and reportedly the patient has suffered serious and permanent injuries.